Event description:
It was reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was 172 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will be replaced. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.